Event description:
Post coronary artery bypass grafting, pacing wires were pulled per protocol. Pt "tamponaded" shortly after removal due to atrial tear. Physicians successfully coded and revived the pt. The pt was returned to surgery, where they repaired a right atrial tear. Death was the result of a left ventricle puncture which occurred during CPR.